Manufacturer narrative:
E1-initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A 1.75mm rotapro was selected for use. During the procedure, inside the patient, the device could not switch between high and low speed. The procedure was not completed. The patient was stable.

Event description:
It was reported that the procedure was cancelled. A 1.75mm rotapro was selected for use. During the procedure, inside the patient, the device could not switch between high and low speed. The procedure was not completed. The patient was stable.

Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. During device-to-device interaction test, when the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. During analysis, when compressing the air/gas line to extend the run cycle, the dynaglide mode change button, and the ablation button were tested and found to respond when pressed on/off with no resistance or issues. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint and analysis of the complaint device, the most probable cause for this complaint and confirmed damage was considered adverse event related to procedure. The dried saline in the device is not considered to be related to the reported event that was encountered during the procedure. H6-device codes: corrected. E1-initial reporter phone: (B)(6).